Manufacturer narrative:
The patient was scheduled for a lead extraction in a couple of months. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted that the device header was loose but still attached. Visual inspection also verified that the leads had been fully inserted by evidence of the lead seal ring marks in the header ports. X-ray inspection revealed no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
It was noted that this device was implanted after the expiry date. Attempts were made to obtain the actual implant date; however, these were unsuccessful.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead during a routine follow up. Shock induction was performed due to high shock lead impedance (sli) measurement at above 200 ohms, which went well with an effective 31j shock and shock impedance of 61 ohms during impact and 89 ohms following the shock. Boston scientific technical services (ts) discussed the potential causes of the out of range measurements and advised a monthly follow up. Additional information indicated an unremarkable x-ray of the lead. A 1.1j shock and 41j shock gave in range value as well. However, noise was evident during arm maneuvers. The device and lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received confirming that a memory download was submitted. Ts considered the possibility of a lead fracture or lead connection issue as the cause of the observed out-of-range shocking impedance. The daily measurements may show high impedances or lead saturated where an actual shock may "jump" the gap of a fracture or poor connection and produce a lower more normal impedance measurement. Ts suggested for a lead revision. At this time, the patient was advised for a lead revision but proposed to be performed in a couple of months.

Event description:
Additional information was received confirming that the patient went back to the hospital for revision. During the procedure, the physician observed that the distal coil was not properly screwed to the connector. They tried to pull it without unscrewing and the distal coil was unplugged. Thereafter, the shock impedance measurements were within normal range at 75 ohms. Synchronous shock were further performed with success. The device was explanted and replaced, however, the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Additionally, it was confirmed that the device was implanted prior to the use before date.

Manufacturer narrative:
--